Event description:
It was reported that the patient¿s stimulator was loose in the pocket and always has been since implant ((B)(6) 2011). Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
Product ID 355531, lot# n309729, implanted: 2011 (B)(6); product type screening device product ID 3550-39, lot# n307866, implanted: 2011 (B)(6); product type accessory product ID 355028, lot# n304094, implanted: 2011 (B)(6); product type accessory product ID 355028 lot# n181753, implanted: 2011 (B)(6); product type accessory product ID 3777-75, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3777-75, serial# (B)(4), implanted: 2011 (B)(6); product type lead (B)(4).